Event description:
Additional information indicates the planned procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter entered through a small gap in the tip glued part causing corrosion. The event can be detected/prevented by following the instructions for use which state: " if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the inside of the light guide lens was dirty. The report of a forceps elevator malfunction was confirmed during testing. The forceps elevator did not work due to fraying of the elevator wire. In addition, the insulation resistance value of the insertion section was out of specification due to perforation of the connecting tube, angulation in the up direction was out of specification due to wear of the angle wire, the gap of the up/down angulation knob was out of specification due to wear of the angle wire, there were liquid leaks due to perforation of the connecting tube, the adhesive on the bending section was broken, there was a crease on the connecting tube, the connecting tube was crumpled, and the scope cover was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was a malfunction of the forceps elevator on the subject device. The unspecified procedure was completed using a similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation (dirt inside the light guide lens). There was no effect on the patient due to the event.